Manufacturer narrative:
(B)(4). Investigation summary: lot#: 9283926 DHR was reviewed and no qns were found. Manufacture records were reviewed, no abnormalities were found. 7pcs retention samples were checked for leakage through clog test. There was no leakage detected, the water flowed through the cannula tip which meets requirements. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: base on investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema 149rmn-0004-03, the severity of leakage is moderate (s3), the occurrence of pen needle leakage complaint rate is <1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that the pen needle 32gx4mm 14 pack leaked. The following information was provided by the initial reporter, translated from (B)(4) to english: "on (B)(6) 2020, the patient was diagnosed as diabetic foot and given insulin injection to reduce glucose. The nurse found needle leakage in the exhausting of the insulin pen."